Event description:
A report was received that the patient had numbness, tingling and paralysis. The patient underwent an explant procedure. The physician believed that the symptoms were procedure related. The patient¿s symptoms were also believed to be psychosomatic. All imaging studies performed were normal and there were no evidence of epidural hematoma. No device malfunction was suspected. The patient continued to have numbness, tingling, and paralysis on the left side from toes to groin. Home physical therapy was recommended.

Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn as they were discarded by the medical facility.